Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device lot number corrected from 16222835 to 16310420. Device expiration date corrected from 07/08/2016 to 08/13/2016. Device manufactured date corrected from 07/10/2013 to 08/15/2013. Device evaluated by MFR.: returned product consisted of a maverick2 balloon catheter with no original packaging or other devices. The balloon was loosely folded. There were several midshaft kinks. There was a complete midshaft detachment .5mm from the distal end of the hypotube. The detachment surfaces were jagged and stretched, which is consistent with a detachment due to tensile overload. There was a 4.5mm perforation in the shaft at the guide wire exit notch. There was no evidence of material or manufacturing deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that there was a shaft break. The stenosed lesion being treated was located in the left circumflex artery. The physician advanced a 2.00mm x 20mm maverick 2 balloon catheter to the target lesion and inflated it to 10atms. Upon removal of the balloon, the shaft fractured inside of a guide catheter. The balloon remained inside of the guide catheter and was successfully removed. No patient complications were reported.

Event description:
It was reported that there was a shaft break. The stenosed lesion being treated was located in the left circumflex artery. The physician advanced a 2.00mm x 20mm maverick 2 balloon catheter to the target lesion and inflated it to 10atms. Upon removal of the balloon, the shaft fractured inside of a guide catheter. The balloon remained inside of the guide catheter and was successfully removed. No patient complications were reported.